Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomalies.

Event description:
Additional information received reported the device system was explanted on (B)(6) 2016 and returned for analysis. There were no patient injuries and the event resolved without sequela.

Manufacturer narrative:
Device received but analysis had not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the device system was explanted on (B)(6) 2016 as the patient was having success with botox. The patient recovered without sequelae and the device was returned for analysis.

Event description:
The healthcare professional of a clinical study reported the patient experienced a loss of efficacy but voiding diary showed overactive bladder symptoms were never worse than what was reported at baseline. The patient was not satisfied with the device so they turned off as they no longer wanted to use the device because it did not give her any added improvement. The device was not explanted, noting it remained in the patient. The patient requested a botox treatment as they preferred botox over the device. Event was ongoing, but the patient was discontinued from the study on (B)(6) 2016.

Manufacturer narrative:
Device received but analysis had not yet begun. Correction: (B)(4) no longer applied as the whole device was removed.

Event description:
Additional information received reported the device system was explanted on (B)(6) 2016 as the patient was having success with botox. The patient recovered without sequelae and the device was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.